Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly developed with unspecified infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B5, d1, d4 (medical device catalog #, unique identifier (UDI) #), g3, h6 (patient, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2005, a patient was implanted with port via the left subclavian vein for chemotherapy treatment for recurrent cervical cancer. Sometime after the port placement, it was reported that the patient was diagnosed with an unspecified infection and thrombosis. Subsequently, the port was removed. However, the current status of the patient was unknown.